Manufacturer narrative:
At time of filing, although expected, the reported device has not been returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of the customer, the conmed representative reported an issue with the aes-90sn probe, lot # 201912161 that occurred at (B)(6) hospital on (B)(6) 2020. It was reported that while being used during knee surgery the tip of the electrode came off inside the joint. It was clarified that the entire face of the distal tip came off. It was indicated there was no injury or impact to the patient. They retrieved the entire tip fragment and it is indicated that the procedure was successfully completed using another aes-90sn with a 5-minute delay. Additional information received indicates the procedure was an acl reconstruction procedure and the device was used intermittently for approximately 90 minutes before the end of the probe came off. The device was removed from the patient and the surgeon was able to locate and remove the probe tip with an arthroscopic grasper. There was no injury to the patient as result. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
At time of filing, although originally expected, it has been determined that the device in question is no longer available for return and evaluation. The device will not be returned for evaluation however photographic evidence has been provided. The reported issue of the entire face of the distal tip coming off the probe is confirmed. The image exhibits the reported claim however a root cause cannot be established. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment and found no abnormalities that would contribute to this issue. A two-year lot history review shows this is the only complaint for this lot number and failure mode. A two-year review of complaint history for this device family and failure mode, revealed there has been a total of 4 complaints, regarding 4 devices, for this device family and failure mode. (B)(4). The instructions for use (IFU) provides the user with information regarding proper care and use of this device. The IFU advises the user to use care when inserting into and withdrawing the probe from a cannula or tissue portal to avoid the possibility of damage to the devices and/ or injury to the patient. The IFU also advises the user if any visual defects or damage are noticed during use, stop using the device immediately and replace the device. This issue will continue to be monitored through the complaint system to assure patient safety.